Manufacturer narrative:
Updated sections: h2, h11. Additional information: intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument for failure analysis (fa) evaluation. A visual inspection showed no signs of physical damage. The stapler instrument was tested in-house and initialized, clamped, fired, and unclamped without issue; passing the recognition and engagement tests and demonstrated intuitive movement with a full range of motion in all directions. The grips opened and closed properly, and the channel reliably sprang back open when in the unclamped state. A green sureform 60 reload was successfully fired, producing a smooth, consistent cutline with no jagged edges or tearing. All staples were deployed and correctly formed into the proper b-shape. A review of the logs revealed no verifiable failures. The instrument was fully functional, with no problems detected.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: h2, h6, h11. Additional information: a review of a video provided by the customer shows the surgeon attempting to fire a blue stapler reload to complete the transection of the stomach. During this firing sequence, the tissue is partially transected and is subsequently pushed toward the distal end of the stapler instrument. Minor bleeding occurs, that is controlled with an energy device. To complete the transection, the surgeon successfully places a second staple line adjacent to the area of tissue displacement.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the stapler log shows that the sureform 60 stapler instrument was used first, and it was installed on the system 5 times and fired 5 stapler reloads (1 blue, followed by 4 green). On installs 1, and 3-5, all clamps were successful, and the firings were each completed with no pauses for compression. On install 2, the first clamp was successful, and the firing was completed with 1 pause for compression. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy procedure, stomach tissue was inadvertently pushed forward out of the jaws of the sureform 60 stapler instrument equipped with a green sureform 60 reload. Subsequently, the stapler reload blade transected the stomach tissue, but the staple formation was incomplete. The issue occurred during the third firing sequence; however, no error messages were displayed on the system, and the firing cycle completed as expected. It was noted that the surgeon fired over an existing staple line. There was a minimal amount of expected bleeding, and the issue was resolved by replacing the device with a backup stapler instrument. Consequently, there was additional tissue removal as a result of the event. The procedure was successfully completed without further complications. The patient did not experience any post-operative complications and there is no concern about this event causing any long-term complications.